Manufacturer narrative:
Product not yet returned for eval. (B)(4). MFR acknowledges lateness of the report, per initial corrective action. This report should have been identified as reportable within 30 days of the identification (11/15/2014).

Event description:
Consumer complaint of low blood results. Assisted the customer with running a back to back blood test; 105mg/dl and 100mg/dl. Customer stated his expected blood glucose range is between 118mg/dl and 159mg/dl. Reviewed the last five blood glucose result in the meters memory: (B)(6) 2014 at 07:44am- 60mg/dl; (B)(6) 2014 at 07:39am- 81mg/dl; (B)(6) 2014 at 07:44am- 109mg/dl; (B)(6) 2014 at 07:39am- 97mg/dl; (B)(6) 2014 at 07:31am- 107mg/dl. Based on parkes error grid analysis, the bias between the results given from the trueresult meter (60) and the result obtained using another meter (159) is located in zone b/d. No adverse event reported.